Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at ipg and anchor sites after a recent weight loss. Additionally, patient had ineffective therapy and was unable to set their ipg to MRI mode due to high impedances on one of the octrode leads. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was repositioned, the leads and anchors were explanted and replaced to address the issue.